Event description:
Boston scientific crm received information that the right ventricular (rv) lead threshold measurement increased to 3.0 volts at 1.0 ms in bipolar and unipolar. Following a successful lead revision, the r-wave amplitude was 20.0mv, the rv lead impedance measurement was 936 ohms and the threshold measurement was down to 1.0 volts at 0.5ms. The rv lead remains implanted in the patient. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.